Event description:
Per the audiologist, the patient was hit in the head and since that incident could no longer hear with the cochlear implant system. There was no report of an integrity test completed by cochlear staff. The patient's device was explanted in 2008, reimplant plans were not provided at the time of this report filed october 24, 2008.

Manufacturer narrative:
.